Event description:
The complainant reported that a patient developed ischemia during impella cp support. It was reported that the patients left foot was colder than right foot and vascular ultrasound was completed showing there was minimal blood flow down the leg but not completely occluded. The patient was brought to back to catheterization lab for antegrade sheath for distal limb reperfusion. The procedure was successful and was completed with this device.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.